Event description:
The customer reported via phone call that the insulin pump alarmed low alerts even when she did not have low blood glucose. The customer's blood glucose was 166 mg/dl, compared with the sensor reading of 56 mg/dl. The customer did not believe there was an issue related to the sensor. She was advised to remove the sensor and she did not observe any damage to the cannula. The sensor reading reached as low as 50 mg/dl. On another occasion, the blood glucose was 222 mg/dl and the sensor reading was 47 mg/dl. The customer stated that she did not recall the actual numbers of the sensor but blurted out different glucose readings. She stated that she sometimes pulled the infusion set back sometimes, stating that there was resistance. She stated that the tubing was not long enough. She was advised of sensor off label use. The customer also reported being hospitalized due to diabetic ketoacidosis, although no further details were provided regarding the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-15877.